Event description:
In 2005, implanted with a depuy (johnson and johnson) asr metal on metal hip prosthesis hip worked fine until 2016 when it started to deteriorate. When it was pulled from the market in 2012, my dr suggested blood tests for metal in the body. Every several years I would get a new blood test and the metal levels were rising. The prosthesis worked well until 2016 when I started getting pain in the joint. Asr was removed on (B)(6) 2018, tumors were present and bone had been weakened by the debris of the metals.